Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - ni. Initial reporter - ni. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported for general instruments." Under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. The strike plate of the device shows signs of wear and there is deformation of the threads of the screw hole. A conclusive root cause of the event could not be determined. Further investigation was initiated to address the reported issue. It was deemed no further actions necessary.

Event description:
During a total hip arthroplasty, the plate at the base of the inserter's handle fractured. No fractured pieces fell into the patient. The procedure was completed with a different inserter. There was a delay of zero to fifteen minutes.